Event description:
Event description guidant received information that during a routine pacemaker replacement procedure due to normal battery depletion, the setscrews of this device could not be loosened. After several unsuccessful attempts to loosen the setscrews, the device was placed back in the pocket temporarily for a new pacemaker system to be implanted the following day on the opposite side. It was noted that pauses in pacing were observed with this device due to the battery status being at end of life.